Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6(medical device ¿ problem code). Additional contact information: (B)(6). A getinge field service engineer (fse) was unable to duplicate the issue. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was broken. There was no harm reported.